Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. Functional testing found that the device worked apart from the low volume piezo tones. The handle had procedures remaining. The handle was noted to be running a v29.6 software. The handle was opened further, and the foam was moved to observe the condition of the internal transistor responsible for piezo tones. The internal transistor was noted to have cracks. A review of the system logs showed that there was an error for the system queue being full. The handle queue filled up due to multiple button presses in short succession. It was reported that the instrument locked on tissue and the powered stapler handle was not responding. The reported issues were confirmed. The most likely cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. It was also reported that there was no audible feedback. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to damaged electrical components resulting in loss of piezo function, which may happen due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition: infrared (ir) shield damaged. Functional testing found, when the handle was opened, that the infrared (ir) shield was cracked. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device is dropped. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic pulmonary resection, when the jaws of the stapler were set and closed on the pulmonary parenchyma during the third firing, the green button was pressed and blinked then the rotation button was clicked twice, but the device did not sound. Firing was attempted, but there was no response. The jaw was tried to be opened by pressing the upward center button, but there was also no response. The jaw could not be opened and was locked on tissue. A force restart mark was displayed on the lcd. The surgeon long pressed the green button to open the jaw. The stapler was set again in the tissue and was then successfully fired with the same cartridge. However, when double-clicking the rotation button after long pressing the green button, there was still no sound. The rotation button was pressed with the device several times, no sound is produced. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigadaptshort - sig power sigadaptshort lin short adapt, serial# unknown sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.